Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jul-2025.

Manufacturer narrative:
Device evaluation: 1 unit of zso-7-12 of lot number c2130654 device was not returned for evaluation. Manufacturing records: prior to distribution zso-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c2130654 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2130654. Instructions for use and/label: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. It is also known from the available information that the incorrect wire guide was used with the zso-7-12 device to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to potential kinked pigtail occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. Summary: the complaint is confirmed based on customer/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the left biliary duct .so the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-12, it was impossible.